Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a fenestrated bipolar forceps to perform failure analysis. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was not obvious damage to the conductor wire. The instrument was transferred to engineering department for deeper analysis: the initial findings were confirmed. The instrument failed initial continuity testing to one of the grips. Upon disassembling and visual inspection, the instrument was found to have a broken conductor wire at the proximal end near the main tube and roll gear junction. The wire break happened around 3.360 in from the conductor wire proximal pin connection. There were no signs of thermal damage observed on adjacent components on the proximal end. When the instrument was disassembled, it was found to have a dislodged retaining ring. The retaining ring was found on the magnet in the housing. The dislodged retaining ring resulted in the dislodged end of life input disk. The complaint was confirmed by failure analysis.

Event description:
Intuitive surgical, inc. (Isi) received 8mm fenestrated bipolar forceps instrument without any malfunction. There was no alleged malfunction reported against this instrument.